Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) - 80-85% stenosed and calcified. (No results available since no evaluation performed) - device or procedural images not provided for review. Failure to follow instructions (lesion not pre-dilated; none (device not returned). Conclusion results: inherent risk of procedure (stent deformation); device failure/lack of effectiveness related to patient condition (lesion morphology) - 80-85% stenosed and calcified. Unable to confirm complaint (device or procedural images not provided for review). Failure to follow instructions (lesion was not pre-dilated).

Event description:
An endeavor resolute drug-eluting stent was been used to treat a lesion in the rca. The lesion was 80-85% stenosed and calcified. Device was removed from the packaging per IFU. Device was prepped prior to use with no issues noted. The physician attempted to direct stent the lesion and as the physician tried to pass the lesion they realised that the stent struts were damaged. The device was removed and another stent was used to complete the procedure. The physician indicated that the reported event was related to the difficult lesion morphology/anatomy. There is no patient injury reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the hypotube was slightly kinked. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st, 2nd and 3rd distal segments were deformed, the 7th distal section was misaligned with raised struts.